Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient presented with l5-s1 discogenic pain. The patient was suffering from intractable back pain and had a previous lumbar discogram that reported concordant low back pain at l5-s1. He underwent the following procedures: l5-s1 anterior lumbar interbody fusion; insertion of the prosthetic device in the l5-s1 interspace; instrumentation from l5 to s1. As per the operative notes, ¿¿after the spine was exposed, a spinal needle bent twice at 90 degrees was inserted into the disk space. This was verified with fluoroscopy to be the l5-s1 interspace. After the retractors were placed, an annulotomy was performed and the disk was removed. The endplates were curetted to remove the cartilaginous endplate. This was done back to the posterior longitudinal ligament. The endplates were scraped until some bleeding bone was noted. The disk was then trialed and a large peek plant, 14 mm height, with packed with rhbmp-2/acs was impacted in the disk space. A plate was then placed anteriorly with 2 screws at l5 and 2 at s1. Locking mechanism was engaged. Ap and lateral views showed good position of the hardware¿¿ no patient complications were reported. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.